Manufacturer narrative:
Investigation in process but not yet complete. Upon completion, a follow up report will be submitted.

Event description:
It was reported that on (B)(6) 2015, a closed percutaneous 1-level l4/l5 procedure was performed on a (B)(6) patient complaining of leg pain. After successfully implanting four (4) md max triple lead polyaxial screw assembly 6.5 x 40mm, a 50mm curved rod was inserted and locked down on side using two locking caps. Using the rod inserter- bayoneted the second rod was inserted and the all in one sleeves were lowered in place. Feeling that the rod was not secured on the inserter, the doctor removed the rod from the construct and tightened the locking shaft on the rod inserter and reinserted the rod. He made notice that the locking shaft on the rod inserter was bent near the knob. The locking caps were then locked down and when he tried to remove the cephalad all in one sleeve he was unable to. He struggled for a while to remove the sleeve, eventually breaking the tabs of the screw tower, removing the locking cap and rod. The all in one sleeve still would not come off. The doctor pulled hard and the sleeve came out but also pulled the tulip off the md max triple lead polyaxial screw assembly 6.5 x 40mm (43-tl-6540), with the tulip being stuck in the sleeve. The screw left in the bone without the tulip and another of the md max triple lead polyaxial screw assembly 6.5 x 40mm, were removed and replaced with two (2) md max triple lead polyaxial screw assembly 7.5 x 40mm and the procedure was completed with no further issues. Because the rod inserter was damaged, a competitor's rod inserter and rod were used with the precision spine screws and locking caps. There was an hour and a half delay to the procedure as a result of the reported issue with the all in one sleeve (48-9001).

Manufacturer narrative:
The all in one sleeve was returned in the instrument tray and not identified as a complaint. At the time this was identified, the tray had been through re-configuration and without lot number identification the actual complaint product could not be located. Engineering review of the information provided noted that a thorough investigation could not be performed without the opportunity to examine the product involved. Attempts to recreate a simulation of the all in one sleeve becoming wedged on the extended tab portion, to the extent that it caused the tulip to disengage from the head of the screw, were unsuccessful in a lab setting, therefore no root cause could be identified for the malfunction. Review of manufacturing history records was not possible without lot identity. A two-year complaint history review found this to be the first report of this nature to be received. The need for corrective action was not identified.